Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative found that they discovered the line power fuses on the imaging system were open. The fuses were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A site radiologic technologist (rt) reported that, while outside of a procedure, the viewing station of the imaging system would not power on when the user pressed the power button. The site attempted to use a different power outlet and no change was observed. No additional information was provided. There was no patient present when this issue was identified.